Manufacturer narrative:
Additional information is pending and will be provided upon receipt.

Event description:
It was reported that loss of capture was reported when it comes to this device. This patient will be followed up. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. Should additional information become available this investigation will be updated.

Event description:
It was reported that loss of capture was reported when it comes to this device. This patient will be followed up. Additional information noted that the patient did not experienced loss of capture but instead loss of consciousness after a shock was delivered for a ventricular tachycardia (vt) arrhythmia. It was also noted that the vt accelerated to a ventricular fibrillation (vf) where a shock was also delivered. The device remains implanted. No adverse patient effects were reported.